Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for folded label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, the root cause / potential root cause for the label defect was determined to be a jam occurred during the label application process and was inadvertently not culled out by the production associate.

Event description:
It was reported that bd vacutainer® serum tube was received with a label that is folded. No serious injury, no medical interventions.